Event description:
The customer reported that the ortho provue analyzer dripped fluid into the reagents on board the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion to incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found the probe was bent. The fe replaced the probe and performed the necessary adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.